Event description:
It was reported that an adult user was hospitalized for diabetic ketoacidosis after insulin delivery ceased when the tubing was reportedly torn and the system transitioned to glucose-button mode without cgm, after which delivery stopped and backup injection therapy was not resumed. Symptoms included hyperglycemia with ketoacidosis requiring inpatient care. Outcomes included hospitalization and clinical intervention. Investigation included review of available ilet data and interviews with the user and care team. Investigation of this case revealed insulin delivery interruption associated with a disrupted infusion set/tubing and continued use without cgm input, followed by failure to perform fingerstick entries or initiate backup therapy, with no device alarms recalled by the user. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error, with contributing factors including infusion set disruption and missed required user actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.